Manufacturer narrative:
(B)(4).the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
It was reported to boston scientific corporation that during a rectocele pelvic floor repair procedure using a pinnacle posterior pfr kit, the dilator tube of the first mesh leg broke approximately 1 centimeter from the suture when the physician was pulling it through the right sacrospinous ligament with a hemostat. The detached dilator was captured inside the hemostat. The procedure was completed with another pinnacle posterior pfr kit, without any complications to the patient, who is reportedly "fine" post-procedure.